Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.

Event description:
It was reported that the patient was hospitalized for hypervolemia, treated with IV diuretics, and discharged home. This was due to the inability to take readings as the patient electronic unit is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024. The device has been replaced.

Event description:
It was reported that the patient was hospitalized due to not being able to take readings. The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024.

Manufacturer narrative:
CAPA 138841 has been initiated to investigate this issue.